Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed foreign material in the nozzle could not be determined however, the investigation confirmed that the customers reprocessing was not implemented according to the IFU, and it is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged. Information provided on reprocessing: there was a time lag between the end of clinical use and the start of pre-washing (late, not implemented). The endoscope was not submersed in the detergent solution the customer reported that ¿after using the endoscope for patient care after examination and for other outpatients, there are situations where immediate cleaning is not possible¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to damage on switch number one (1), two (2) and three (3), the image was frozen and recorded on its own. Due to damage, switch number four (4) does not work. Due to wear of angle wire, the play of up/down knob was out of the standard value. Air/water-cylinder was dirty. The distal end cover had a scratch. Connecting tube had a dent. Protector of universal cord on control section side had a scratch. Protector of the video cable section had a cut. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the switch of the gastrointestinal videoscope was not functional. The device was returned and an evaluation revealed presence of foreign objects inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.